Event description:
It was reported that during a procedure, there was a problem with the device. It was very difficult to fire, the surgeon was using both hands. The device did cut and staple completely. They also managed to bend the shaft of the instrument. The nurse could not push up the back button to open the jaws. It is unknown how the procedure was completed. These are the only details known. There was no patient impact reported. The device was discarded.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers for the transfer set : h10a11029, h10b01028, h10c29084 and h10d07039 with no issues noted during the manufacturing process. Current labeling provides ample instructions related to prevention of the suspected use error in aseptic technique. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).sample not available.

Event description:
A baxter product surveillance associate contacted a homechoice peritoneal dialysis patient on july 27, 2010 to obtain additional information regarding an unrelated event. The patient stated the issue had been resolved but she now had peritonitis. On august 16, 2010 a product surveillance associate contacted the peritoneal dialysis (pd) clinic. The pd nurse confirmed the patient did have peritonitis for which she was admitted to the hospital on (B)(6) 2010 and discharged (B)(6) 2010. The effluent results were gram negative nesseria. She was given intravenous antibiotics in the hospital (type, dose and duration unknown). The dialysis nurse felt that the patient had pets in the room during the treatments and that was the cause of the peritonitis. The patient has been retrained on this a number of times. The patient's peritonitis is ongoing but improved. The nurse stated she did not feel the peritonitis was caused by any of baxter's products or solutions.